Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 10/24/2019 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 11/20/2019 returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on 10/11/2019 consumer reported the adhesive from the bandages pulled her skin off. On (B)(6) 2019 consumer stated on returned cir that sought medical attention.